Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was presented to clinic for routine follow up, the atrial lead found not to be sensing or capturing. An x-ray confirmed that the atrial lead was dislodged. The device was programmed during the visit. On (B)(6) 2018, the atrial lead was explanted and replaced. The patient was stable.